Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part # 338.31, synthes lot # 5197493, supplier lot # na, release to warehouse date: 20 mar 2006, manufactured by synthes brandywine. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr"s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection of the returned device revealed the device's shaft was found broken at distal tip and the broken tip was not received. Hence, the complaint is confirmed. Dimensional inspection: the outer and inner diameter of the tip proximal to the breakage was measured which is within specification per relevant drawings. Document/ specification review: manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Investigation conclusion: a definitive root cause could not be determined, it is possible that rough handling during use and/or processing could have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during an open reduction internal fixation (orif) of the hip, the scrub tech was threading the coupling screw into the back of a lag screw, the tip of the coupling screw broke off into the lag screw. The piece inside of the lag screw was able to be removed. A second tray was opened, and another coupling screw and lag screw were used. There were fragments generated from the broken device that were removed easily without additional intervention. There was a ten (10) minute surgical delay. The procedure was successfully completed. There were no patient consequences. Concomitant device reported: lag screw (part/lot unknown, quantity 1). This report is for a coupling screw. This is report 1 of 1 for (B)(4).